Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent vibration issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: the pump vibration was found to be operating normally and no sound issues were found. Product analysis was unable to duplicate the allegation of an intermittent audio/tone vibration issue. Unrelated to the initial complaint, the battery compartment was found to be cracked along the side at seal case. The display was found to be dim, fading, and reddish in color. The investigation was completed with the returned battery cap.